Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1, date of submission 10/09/2014. The device has been returned to animas and evaluated by product analysis as follows: the top of the battery cap was observed to be damaged. The battery cap was able to fully tighten until the o-ring was seated and the cap was flush with the pump case; no power reboots occurred. The cap could be removed with no issues and the battery cap threads were observed to be intact. The battery cap spring was secure and the battery cap contact height and width were within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging damage to a battery cap. This complaint is against the battery cap alone. The reporter stated that the battery cap was damaged and could not be removed from the pump. Reportedly, the battery cap had been changed within 1 to 3 months and there was no moisture or damage to the pump. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.